Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens but the surgeon did not like the way the lens was in the patient's eye. The lens was removed within the same surgery with no patient injury and the back-up lens was implanted.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).